Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: leakage event details: a patient was admitted to the department with neonatal meconium aspiration syndrome. On (B)(6) 2025, the nurse on duty administered intravenous fluids to the patient as prescribed by the doctor. After finishing, she used a prefilled syringe to flush the catheter. She found that the outer packaging was intact but there was leakage inside the package, rendering it unusable. She immediately replaced the prefilled syringe and did not cause any harm to the patient.

Manufacturer narrative:
(B)(4). Follow up. It was reported that the outer packaging was intact; however, leakage was observed inside the package. As a physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was submitted and reviewed by the quality team. The image shows a prefilled syringe with an intact tip cap enclosed in an opened packaging flow wrap. The syringe contains 3 ml of solution, and droplets of fluid are visible on the inner surface of the flow wrap. No additional information could be obtained from the photograph. A device history record (DHR) review was completed for material number 306593, lot 4058858. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the customer-reported condition is confirmed. However, in the absence of a physical sample, a probable root cause could not be determined.